Event description:
A malfunction alarm labeled as malf 16 was reported by the customer. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.